Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests result of 500 mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increase urination, increased thirst. Medical attention is not reported as a result of the actual blood glucose results. Product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Daughter was calling on behalf of customer who states that the meter gave a result of over 500 mg/dl. Could not confirm whether it was fasting or non-fasting. No information provided about the product at the time of the call.